Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient reported doing troubleshooting with technical support observing a fluid leak at the end of his dialysis treatment. Follow up with the patient indicated the clinic was informed of the alleged event and prophylactic antibiotics were prescribed. Treatment was not completed. Treatment was resumed on the replacement cycler. Patient reported observing a pinhole in the cassette. No complications reported. The liberty select was replaced.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed on the cycler with no issues noted. Dried fluid was encountered in the internal inspection of the cycler, the cause of the observed fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
...